Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6) hospital. Event site address - (B)(6). Event site telephone - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump issued a low negative pressure alarm during the self-test, prior to patient use. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(event site telephone), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse replaced the drive manifold (0104-00-0018). Functional parameters of the device were then normal. The iabp was delivered to the customer for clinical use.